Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Revision has not occurred.

Event description:
It was reported that the patient's right hip is being considered for revision 5 months post implantation due to dislocation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000982- g7 freedom const e1 lnr 36mm d, 3624468; 110010263, g7 osseoti multihole 50mm d. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04278. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip is to be revised 3 months post implantation due to dislocation. No further information was made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Revision date has yet to occur and is therefore unknown at this time. Reported event was confirmed by review of x rays. Radiograph review: initial ap pelvis view shows anatomic alignment of the right hip arthroplasty components. Subsequent ap view of the right hip shows superolateral dislocation of the prosthetic femoral head and constraining ring. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.